Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.